Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer hear a clicking sound and it was stoped. She was try to rewind again. Sometimes it was give a full rewind or stop. She was come back to it after a couple of days and then it was work. It will go back to the regular screen and reservoir icon was half. We tried to get out of the rewind sequence more than once. Customer was reporting an issue during priming process. Customer was reporting an issue during priming process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.